Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1927bct-1 biocomposite corkscrew anchor (no batch number present) was received for investigation. It was determined using digital caliper ID:011 that approximately 9.79mm of the corkscrew anchor remained. Four threads were present and fully intact. The fifth thread was partially broken, with nothing remaining past it. The method of bone preparation, as well as the bone quality encountered during the procedure, were not recorded. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the anchor during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during shoulder arthroscopy the screw of the ar-1927bct-1 anchor broke off inside the patient during placement. One part remains in the bone and the other was recovered. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2021: the remaining part is fixed well in the patient. It can´t move. Update (B)(6) 2021: a new hole was drilled to use a new device with the same part number.